Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions that the device was damaged and not working were not confirmed. Therefore, an assignable root cause for the reported conditions was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause resulting from the failure identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the craniotome attachment device produced heat. It was further determined that the device failed pretest for verification: temperature. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the attachment device was damaged and was not working. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.